Event description:
Patient was desaturating continuously with up titrating fio2 on the high-flow nasal cannula (hfnc). During emergent intubation noticed that the patient's remodulin line that was infusing from the IV pump had blood backed up on the tubing. Medication was primed to the cylinder filter extension, unable to determine if the patient was receiving the continuous dose of the remodulin of 71 ng/kg/min. The IV pump never alarmed for any occlusion.